Event description:
It was reported the handpiece was giving a strange noise during a removal of gall bladder procedure. The handpiece was replaced and the case was completed successfully. No patient consequence reported. Device being returned for analysis.